Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported that the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that prior to a thoracic aortic aneurysm (taa) procedure, suture placement was attempted in the calcified right common femoral artery (rcfa) with a proglide device using the preclose technique. Suture placement in the arteriotomy was 6f. Reportedly, a link break occurred with two proglide devices. The sheath was upsized to 20f and the taa procedure was completed. A cut-down procedure was performed in the rcfa and hemostasis was surgically achieved. Hemostasis was achieved in the left common femoral artery using two pre-placed proglide sutures. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.